Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection found the device to be in good physical condition. The sample underwent functional testing to detect for leakage. Cuff was inflated using a syringe, and subsequently submerged under water; no leakage was observed. The reported customer complaint has not been confirmed.

Event description:
Information was received that during the use of a smiths medical endotracheal tube, the customer noticed the air pressure of the cuff did not rise. A endotracheal tube change out was required as medical intervention. No patient injury resulted.